Event description:
It was reported that during hospitalization in 2005, the pt had occassional expressive aphasia related to low blood pressure (hypotension). The pt effect is not continuing, stop date was 05/2005. It is unknown if the condition was pre-existing and it was not felt to be related to the product. No action/treatment was taken and the outcome resolved.